Event description:
A customer reported that a catheter included in the kit (used for administration of a local anesthetic agent) broke upon removal from the surgical site at the completion of the therapy prescribed. According to the surgeon, a piece of catheter remained in the pt and will not be removed.